Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter nail malfunctioned during the surgical procedure causing a one hour delay. No product has been returned for investigation. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Technical analysis: product was returned for investigation, visual inspection did not show any specific anomalies or surface defects, apart from minor marks likely caused by the implantation procedure. Although the bipolar connector was returned intact, it exhibited severe damage at multiple points. Based on the review it cannot be excluded that this occurred during the implantation or explantation of the nail. Additionally, no lengthening was observed. During the functional check resistance, current absorption, current absorption under load and lengthening speed under load were measured and no anomalies were detected. Conclusion: the functional analysis confirmed that the nail was fully compliant with specifications, as confirmed by the evaluation of resistance and current absorption with the bipolar connector. Analysis of manufacturing records confirmed that the noticed device was released as conforming according to specifications. Based on all facts mentioned above, a reduction in motor performance can be ruled out. Thus, no intrinsic device failure occurred. It is not possible to determine whether any external factors may have contributed to the device's operation under unexpected conditions.

Event description:
As per reporter nail malfunctioned during the surgical procedure causing a one hour delay. Distributor reference number: (B)(4).